Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17232. It was reported during the pt's post-operative programming after her scs ipg replacement procedure (reference MFR. Report: 1627487-2012-03707) it was found the contacts for the scs leads were not usable. Subsequently, the leads were replaced with a model 3219 scs lead. The pt is happy with her scs system and stimulation coverage.